Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the 6tb45 device was received in good visual condition and with six reloads present. The reloads were received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastroplasty procedure, the staples did not close properly. They were open after firing. It is unknown how the procedure was completed. There were no adverse consequences to the patient.